Event description:
The mother reported that the customer's insulin pump was not delivering insulin properly, and her daughter had several unexplained high blood glucose. It was also stated that the device did not alarm for no delivery. It was stated that sometimes the cannula comes with adhesive still on it. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.